Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-02893, related manufacturer reference number: 2017865-2022-02894. It was reported that the patient presented in hospital with infection in their pectoral area. Therefore, the physician elected to explant the entire pacemaker system including the device and both right ventricular (rv) and right atrial (ra) leads on (B)(6) 2022. The system was then sterilized and the original pacemaker and ra lead along with a new rv lead were implanted on (B)(6) 2022. The patient condition was stable.